Event description:
It was reported that the customer received a button error alarm on the insulin pump. No significant events leading up to the alarm were recalled. The customer's blood glucose was 118 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
No unexpected button error alarms were noted. Two buttons were responding intermittently, due to corroded keypad traces. The insulin pump was received with minor scratches on lcd window, a cracked case at lcd window corners, a cracked reservoir tube lip, scratches on reservoir tube window, cracked batter tube threads, a stained end cap sticker and a stained address/serial number label.